Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a fall. It was noted that the right atrial (ra) lead exhibited oversensing with non-sustained ventricular tachycardia and noise which resulted in a syncopal episode. The device was pacing below the lower rate. The right ventricular (rv) lead was also noted to exhibit oversensing with noise. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Ifinformation is provided in the future, a supplemental report will be issued.